Event description:
The time of event is unknown. There was no report of patient harm. Iris diaphragm failure.

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the iris diaphragm image failure. Based on the result, we concluded that it was caused due to the excessive shock applied on the iris diaphragm. In addition, our technician confirmed that the pcb for process firmware conflict, and the peripheral control pcb malfunction; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0973(temperature rise)"" and/or the risk analysis results, it was evaluated to submit MDR.